Event description:
Information received with return of device does not address the patient's clinical status but notes that "while closing noticed non-sensing of pwaves (not in refractory period)."~~~~~~~~~